Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, inspected and cleaned the plunger clamps in positions #1 and #3. Fse replaced the tip clamps in positions #1 and #3. The instrument was tested without further problem and was returned to expected operation.